Event description:
In 1993 pt had knee implant for arthritic knee. In 2000 pt underwent surgery for complaint of increased pain of right knee. Tibial pad noted to be defective upon removal. Physician requests eval of device.